Event description:
The customer reported via phone call that she went out to eat a little while ago and though that she gave herself insulin to cover her food but her blood glucose was 417 mg/dl. Customer's blood glucose was 489 mg/dl at the time of the incident. Customer's current blood glucose was 417 mg/dl. Customer just started using the pump this past tuesday and has had high blood glucose and a previous low blood glucose for which she disconnected the pump overnight. Customer stated that she gave herself a shot before but has not given it this time yet. Troubleshooting was performed but the customer declined to perform the high pressure test. Customer was advised to do a complete set change. After 20 minutes, her blood glucose dropped to 380 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)